Event description:
A malfunction with code malf 12 was reported, indicating a momentary power loss to the vibrator motor. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the customer with the reset, and advised them that they could continue using the pump. The customer was instructed to call back if the malfunction recurred, and they acknowledged the guidance provided.